Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011, patient underwent following procedure: l2-3, l3-4 anterior lumbar interbody arthrodesis via right transpsoas approach (xlif), insertion of intravertebral biomechanical device x2, l2 to l4 posterior lateral lumbar fusion, l2 and partial l3 lumbar laminectomies for stenosis, posterior segmental spinal instrumentation (pedicle screw fixation), frameless stereotactic spinal navigation, stimulus evoked and free running emg monitoring. Pre-op and post-op diagnosis: spinal stenosis, degenerative retrolisthesis and cauda equina syndrome. Findings: stenosis. Complications: small durotomy repaired secondarily with duraseal and gelfoam. As per op notes: ".. All available transverse processes were decorticated and packed with a mixture of laminectomy, bone marrow was morselized after its removal and a medium kit of bmp and 30 ml of cancellous granules and putty.. The patient was taken to recovery in stable condition.."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.